Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions and culdoplasty. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (ablation and fallopian tube removed, unilateral salpingectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia, vaginal haemorrhage and dysfunctional uterine bleeding had resolved and the back pain, dysmenorrhoea, fatigue and pelvic pain outcome was unknown. The reporter considered back pain, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for back pain, dysmenorrhea (cramping), discrepancy noted in date of insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event pelvic pain added. Outcome updated. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain'), menorrhagia ('menorrhagia/ abnormal bleeding') and back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, pelvic adhesions and culdoplasty. Previously administered products included for an unreported indication: loestrin from (B)(6) 2008 to (B)(6) 2008, yazmin from (B)(6) 2006 to (B)(6) 2006 and synthyroid. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (ablation and fallopian tube removed, unilateral salpingectomy on (B)(6) 2012, hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, back pain, vaginal haemorrhage and dysfunctional uterine bleeding had resolved and the dysmenorrhoea and fatigue outcome was unknown. The reporter considered back pain, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for back pain, dysmenorrhea (cramping), discrepancy noted in date of insertion. Discrepancy noted in insertion date-(B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pfs received- outcome of the event pelvic pain and back was updated from unknown to recovered/resolved. Medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions and culdoplasty. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (ablation and fallopian tube removed, unilateral salpingectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia, vaginal haemorrhage and dysfunctional uterine bleeding had resolved and the back pain, dysmenorrhoea and fatigue outcome was unknown. The reporter considered back pain, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for back pain, dysmenorrhea (cramping), discrepancy noted in date of insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received events " abnormal bleeding (vaginal, menorrhagia), dysfunctional uterine bleeding" were added. Outcome of event " bleeding" was updated as recovered. Medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain, female/pain'), menorrhagia ('menorrhagia/abnormal bleeding') and back pain ('back pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: obesity, pelvic adhesions and culdoplasty. Previously administered products included, for an unreported indication: loestrin from (B)(6) 2008, yazmin from (B)(6) 2006 and synthyroid. Concomitant products included: levothyroxine sodium (synthroid). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (ablation and fallopian tube removed, unilateral salpingectomy on (B)(6) 2012, hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, back pain, vaginal haemorrhage and dysfunctional uterine bleeding had resolved. And the dysmenorrhoea and fatigue outcome was unknown. The reporter considered back pain, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for back pain, dysmenorrhea (cramping). Discrepancy noted, in date of insertion. Discrepancy noted, in insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 30.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2008, total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-aug-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (fallopian tube removed, unilateral salpingectomy on (B)(6) 2012). At the time of the report, the back pain, dysmenorrhoea and fatigue outcome was unknown. The reporter considered back pain, dysmenorrhoea and fatigue to be related to essure. The reporter commented: plaintiff received treatment for back pain, dysmenorrhea (cramping), quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury nos was replaced with events from pfs: back pain, dysmenorrhea (cramping), fatigue. Essure removal date and procedure was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.